Event description:
The patient received four leads (off-label) with the same lot number. It was reported the patient did not feel stimulation on the right side of his body, and one of the leads on his right side was eroding through the skin. The physician explanted the lead, and the patient was reprogrammed. It was reported the patient had effective coverage postoperative.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.